Event description:
During pre/post-procedure inspection, the chest tray was found to have a crack. Unknown how or when the crack happened, but there is suspicion it might have been when the previous patient was on the table.

Manufacturer narrative:
One image was provided, there was a crack on one of the ends of the 5840-580, however, there are also markings on the corner where the chest support plate is cracked. The markings could be an indication that the 5840-580 chest support plate had been previously dropped or banged, creating the crack. As indicated by account manager, "chest support plate was found broken sometime after patient use, it is not clear if this happened before/during/after patient transfer".

Event description:
During pre/post-procedure inspection, the chest tray was found to have a crack. Unknown how or when the crack happened, but there is suspicion it might have been when the previous patient was on the table.